Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a check valve where the complaint was notified to a regulatory body with notification number (B)(4). It was stated that they successfully inserted a long peripheral catheter and attached an anti-reflux valve (to prevent obstruction) with secureportiv glue (to reduce the risk of accidental removal). A few minutes later, the nursing staff notified them that the valve had broken and was subsequently replaced. As a preventive measure, the glue is no longer used in long peripheral lines since in other products there is no problem because the valve is further away from the glue. Although there was patient involvement, there was no harm reported.